Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced difficulty charging the ipg and ineffective therapy. The patient reported experiencing several falls daily. As a result, the patient stopped using the ipg, and surgery occurred to explant the device.